Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next usb meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Gudid information does not exists, as the device was manufactured before the UDI implementation date.

Event description:
An advocate called on behalf of the customer to report that her blood glucose readings were not being stored in the memory of the contour® next usb meter. The time and date setting on the meter were found to be incorrect. With assistance from an ascensia's customer service agent, the advocate was able to correct the date and time setting on the meter. Following this correction, a subsequent blood glucose test was performed, and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next usb meter (serial # (B)(6)) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips from lot # 4hheg41b using blood spiked with glucose at 133 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour® next usb meter (serial # (B)(6)), and no manufacturing anomalies were found. Section h8 has been updated.